Event description:
Patient was revised was due to metal poisoning from toxic heavy metals released. Records also alleges pain, metal wear, injury scar tissue formation and limitation of daily activities. Doi: (B)(6) 2009; dor: (B)(6) 2021 unk hip.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised was due to metal poisoning from toxic heavy metals released. Records also alleges pain, metal wear, injury scar tissue formation and limitation of daily activities. Doi: (B)(6) 2009; dor: (B)(6) 2021 unk hip.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete. H6 clinical code: metal related pathology (e1618) is used to capture metal poisoning and blood heavy metal increased.

Event description:
After review of medical records, medical records reported that on (B)(6) 2021, the patient was revised due to painful right hip arthroplasty related to metallosis from metal-on-metal hip replacement and taper corrosion. Surgical notes indicated that there was elevated metal ions.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.